Event description:
This ra lead was capped and replaced due to non capture and high impedances of greater than 2500 ohms. The patient was complaining of dizziness, shortness of breath and other symptoms. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.